Event description:
It was reported that the patient never had therapeutic effect. Symptoms of loss of bladder control and incontinence were reported; it was reported that the patient was "flooding". The symptoms occurred following an implant. It was reported that the patient's symptoms were in the perineum area of the body. The patient's location was home, and the patient's status was undetermined. The patient had a 70% success rate with the trial period, which lasted approx 2 weeks. However, after 10 days of trial, the patient started to experience a shocking sensation. The reporter could not identify where the shocking was occurring. The health care professional (hcp) did x-rays on the leads around (B)(6) 2012 and did not find any issues with the leads. It was reported that these leads were the same leads that were still implanted at the date of report. The hcp decided to implant the device anyway since the patient was having success beforehand. It was reported that the patient did not have any falls or trauma around that time. It was reported that the patient did have mild dementia. It was reported that the patient felt "stim" when they reset the device. The patient had been back for reprogramming at least 3 times and had also talked to the manufacturer's representative over the phone. The patient was on program 4 at 1.4 and then changed to 1.7 the day prior to the date of report. However, this did not help her symptoms, so the patient increased it to 2.2. The patient was not feeling anything and was still leaking on the date of report. The reporter was concerned about turning it up too high because of the shocking the patient experienced during the trial. It was reported that the patient did not know how to turn the "stim" off on her own and that the reporter needed to do this for her. At the time of report, the "stim" was still on at 2.2 on program 4, "mag amp control", and the patient felt "stim" at the implantable neurostimulator (ins) location. When the reporter increased it to 2.5, the patient reported the same "stim" sensation. It was reported that the patient was last on program 1 at 0.35. In addition, a communication issue was reported. The reporter was not able to make adjustments both with or without the antenna attached. The reporter was also unable to use the power on/off button on the patient programmer. It was reported that sometimes the screen did not do anything when she pressed this. An attempt was made to contact the manufacturer's repair department; however, the reporter had to go to work and would call back on (B)(6) 2012. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va00n2r, implanted: (B)(6) 2012, product type: lead. Product ID 3037, lot# serial# (B)(4), product type: programmer, patient. (B)(4).